Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: tamper seals were intact. Device dirty, cracked right and bottom case. Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion test. The reported event of primary audible alarm background(bgnd) was not replicated during occlusion test. Motor rate error and primary audible alarm bgnd was identified in event history log review. The reported issue was confirmed. The root cause relating to motor rate error was leadscrew does not operate as intended. The root cause relating to primary audible alarm bgnd was unable to be determined. A corrective and preventative action has been opened to address primary audible bgnd test issue. The following actions were taken: replaced leadscrew. Clutch halves and speaker were replaced as preventative measures. Device was cleaned and motor assembly greased. Additional repairs included: replaced bottom and right case, main powerboard for supercap and recalibrated. Device functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented motor rate error and speaker error messages. No patient injury was reported.